Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd veritor ¿ sars-cov-2 & flu a+b, false positive results were obtained by the laboratory personnel. Customer states some symptomatic children will be positive for flu a, b, and covid when using triplex assay. Pcr tests will be negative for all. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they started seeing some symptomatic children will be positive for flu a, b, and covid when using triplex assay. Pcr tests will be negative for all. They are using dual nares, qc is done with each new lot of triplex assay. Tests are incubated for 15 minutes before being read on veritor. Customer stats multiple lines can be visually seen on cartridge before placed into veritor for reading.

Manufacturer narrative:
H.6 investigation summary this statement is to summarize the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1305978. Customer stated that some symptomatic children tested positive when using triplex assay but pcr tests were negative for all. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the bd veritor ¿ sars-cov-2 & flu a+b, false positive results were obtained by the laboratory personnel. Customer states some symptomatic children will be positive for flu a, b, and covid when using triplex assay. Pcr tests will be negative for all. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they started seeing some symptomatic children will be positive for flu a, b, and covid when using triplex assay. Pcr tests will be negative for all. They are using dual nares, qc is done with each new lot of triplex assay. Tests are incubated for 15 minutes before being read on veritor. Customer stats multiple lines can be visually seen on cartridge before placed into veritor for reading.